Event description:
It was reported that the procedure involved a posterior spinal decompression and fusion with the expedium pedicle screw system and the concorde bullet tlif system. Towards the end of the case, roughly around when the second of two tlif concorde bullet cages were implanted into the patient, the patient's systolic blood pressure dropped and the patient went into cardiac arrest on the operating table. The patient did not survive despite many attempts by the staff at resuscitation and a vascular surgeon repairing a tear to her vena cava. It is not known if hole was created in vena cava by inserting a pedicle screw too far or if it was created during removal of the intervertebral disc before insertion of the tlif concorde bullet cage. The patient had been under anesthesia for approximately two hours before the cardiac arrest occurred. Products used include: expedium pedicle screws, 7mm x 40mm, 5 each; expedium rods, 5.5mm x 75mm rods, 2 each; expedium single innie setscrews, 5 each; concorde bullet cage 9x9x23, 1 each; concorde bullet cage, believed to be 11x12x23, 1 each. See mfg medwatch report# 1526439-2013-29742 for the expedium pedicle screw for which it was reported that placement may have been too far.

Manufacturer narrative:
Initial medwatch was filed for an unknown part number. The affiliate has since provided the part numbers for the both concorde cages used in the case but which cage was involved at the level of the tear is unknown. The part numbers identified as used in the case and therefore possibly used at the level in question were (B)(4).

Manufacturer narrative:
The product devices are not available for evaluation as they remained in the patient. The device history records (DHR¿s) for the expedium pedicle screw and the concorde bullet could not be conducted as the product lot numbers are unknown. A review by the depuy spine medical director was conducted and it was noted that based on the limited information provided and the surgeon commentary, it is possible that the vena cava tear may have been a result of performing a step in preparation of disc space or screw placement (as stated in the report); however, without additional information from a post-mortem indicating the location of the ivc tear or findings of anomalous vascular anatomy (or other medical findings), the causative event cannot be determined with certainty. Without the product devices and no report of device malfunctions we are unable to identify the root cause. Therefore, in the absence of the product devices, lot numbers, observed trends, or an identified product failure this complaint will be closed with no further action required. If the complaint product sample or post-mortem results become available, the complaint file will be re-opened and the evaluated.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device not available.